Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the pump and catheter were explanted on the day of the report due to infection and erosion of the pump pocket. The healthcare professional wanted to externalize a catheter and continue therapy with an external pump. It was later reported that the pump pocket site had erosion and redness, antibiotics were administered, and cultures were taken which revealed (B)(6). The pump was used to deliver lioresal at the time of the event.